Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from jaws towards the end of the harvest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the harvesting tool handle. Tissue and char buildup was observed on the jaws. The heater wire was flexed away and detached at the tip of the hot jaw. The heater wire remained in attached at the base of the hot jaw. No other defects were observed. Based on the returned condition of the device the reported complaint was confirmed for ¿material twisted bent; wire¿. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from jaws towards the end of the harvest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.